Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned condition of the device substantiated the reported cuff miss. Inspection revealed that the posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior cuff tabs. There was no needle strike mark observed at the posterior foot, suggesting that the posterior needle was deflected away from posterior foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment as designed. The rail suture was noted to have been broken at the swage end of the posterior needle tip. The posterior cuff miss and suture-to-needle tip detachment would result in a failure to retrieve the suture. Also, during testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. During manufacturing, the needle trajectory of every device is verified. There were no challenging anatomical conditions reported which could have contributed to the detected posterior cuff miss. There was no definitive evidence in the evaluation of the returned device to suggest that the device was twisted or rotated or the needles were deployed when the device was not at approximately 45-degree angle which could have contributed to the posterior cuff miss. Based on the successful test of the device needle trajectory during device analysis and manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. There was no needle strike mark observed at the posterior needle to suggest that the posterior needle tip had struck the foot and became stuck within the foot which could have contributed to suture-to-needle tip detachment. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the suture break at the swage end of the posterior needle tip could not be determined. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the device lot history record did not reveal any nonconformity material records associated with this lot. A query of the complaint database was performed and there did not appear to be any indication of a product quality deficiency.